Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported that a rupture of the right breast implant was diagnosed in the MRI examination. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). No further actions are required as the device was implanted.

Event description:
Healthcare professional reported that a rupture of the right breast implant was diagnosed via MRI. The device has been explanted.

Event description:
Healthcare professional reported that a rupture of the right breast implant was diagnosed in the MRI examination. The device has been explanted.